Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with putting the setting on their new insulin pump. The customer was assisted during the call. The customer's blood glucose was 54 mg/dl. No further details were given. The device will not be returned for analysis.